Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. :the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 2.25 x 24 synergy ii drug eluting stent was advanced however, it was noted that there was no stent on the delivery system. Upon further inspection, the stent was found on the back table which had fell off prior to advancement. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine.